Event description:
(B)(4) clinical trial. It was reported that post a stenting treatment procedure, the patient died. (B)(6) 2010 - the patients qualifying condition was unstable angina (braunwald classification-iib). The index procedure was treating a 70% stenosed, 28mm in length target lesion located in the 2.7mm in diameter proximal left anterior descending (lad) artery. The target lesion was treated with pre-dilation and placement of a 3.00x38mm promus element stent resulting in 0% residual stenosis. The patient was discharged one day later on aspirin and clopidogrel. In (B)(6) 2013, the patient died due to an unknown cause.

Manufacturer narrative:
(B)(6). Device is combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).